Manufacturer narrative:
Qn#(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that "the system of the device allowing the inflation of the balloon split with the catheter." Alleged issue reported as detected during "pre-test". It was reported there was not patient involvement.

Manufacturer narrative:
Qn#: (B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no obvious defects were observed. Since the complaint was related to a split inflation lumen, both the tracheal and bronchial side arms were pulled slowly by hand. During this simulation testing, it was found that the tracheal inflation side arm dislodged from the main tube. The end of the side arm inflation tube and the inflation tube insertion area was observed under magnification and there were no traces of glue found on that area. Based on the investigation performed, the reported complaint was confirmed. The tracheal inflation side arm dislodged from the main tube during a simulation test. A non-conformance was opened to further address this issue.

Event description:
Customer complaint alleges that "the system of the device allowing the inflation of the balloon split with the catheter." Alleged issue reported as detected during "pre-test". It was reported there was not patient involvement.